Event description:
Consumer called stating that the seat on her 65650 rollator allegedly broke off the frame when she sat on it, causing her to fall to the ground. No injury alleged. The malfunction has not been confirmed.